Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Additional point of contact: name: (B)(6), phone: (B)(6). Contact (B)(6). Job title other biomed business phone (B)(6). Email (B)(6). Getinge field service engineer (fse) was dispatched to evaluate the unit. The fse troubleshooted the unit by testing functionally with different triggers, completing autofill cycles, and performing the all manifolds test. The fse was unable to replicate the error. As a precaution the fse replaced the main o-ring. Other than that the unit passed all performance and safety tests according to factory specifications.

Event description:
It was reported during use on a patient that the cardiosave intra-aortic balloon pump (iabp) unit turned off. No patient harm was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.